Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line separated from the cartridge. Additionally it was reported that occlusion alarms occurred. Customer's blood glucose level was 110-120 mg/dl. The customer changed pump supplies and was able to successfully resume insulin delivery.